Event description:
It was reported that it was difficult to connect the disposable hand piece to the motor drive unit. This event occurred during a training demonstration and there was no pt involvement.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the device mfg records was conducted and the device met all finished goods release criteria.